Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08790 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/(B)(4), and excessive no delivery alarm test. No motor error alarms noted during testing. Motor was tested outside the device and passed. Multiple boluses were program and were properly delivered and recorded in bolus history. No bolus history anomaly was noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked lcd display window bottom left corner and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. The customer went to the doctor and was experiencing the high blood glucose. The customer was treated with syringes. The customer was advised to have the insulin pump replaced by the doctor. The customer's spouse was wearing the insulin pump during the hospitalization. The customer was discharged and received a motor error. Troubleshooting was performed. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer's spouse was able to complete pump rewind and the displacement test and manual prime were successful. However, the customer's spouse wanted the insulin pump replaced. The customer's spouse also mentioned that when the healthcare professional uploaded the insulin pump, boluses were not being recorded in the insulin pump history. The insulin pump will be returned for analysis.